Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. While unpacking a 28x2.75 omega¿ stent, it was observed that the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.